Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor when compared to a competitor meter result. The customer experienced nausea and abdominal pain and was seen in a hospital where a glucose result of 500 mg/dl. The customer was diagnosed with hyperglycemia and was administered insulin (type/dose unknown) for treatment. In addition, treatment of serum and ondansetron (antiemetic-anti-nausea and vomiting) was provided by the healthcare professional. No further information was provided.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.